Event description:
On 1/29/97 during an apheresis procedure the donor received a bolus of acd. Pump handle was inadvertently left open by the operator. This caused the free flow of acd into the donor. Donor received appros 500-600 ml of acd in 40 minutes. When operator noticed that pump handle was open, she asked the donor if he was felling okay and at that point donor was able to respond he was okay, nurse noticed that his eyes were droopy. A few minutes later dodnor became unconscious. Donor had to be resuscitated. Calcium gluconate was administered intravenously. Donor was admitted to hosp and stayed for one day. He was released the following day in good condition fully recuperated. Donor is 172 pounds and 45 yrs old.

Manufacturer narrative:
The initial report info has been updated and is reflected in the info printed in this follow up report. Unless substantially significant info becomes available, this constitutes a final report.